Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, high threshold in three septal and final apical-septal positions. All four positions were showing good tines movement during a pull and hold test with 2 to 4 tines flexing. Enough forward pressure was seen on x ray with gooseneck on the delivery system for all four deployments. Pacing threshold varied at implant and stayed high after waiting for approximately 5 minutes in the last two positions. The leadless ipg was implanted and remained in use. It was also reported the patient encountered arrhythmia, ventricular tachycardia, and ventricular fibrillation. Approximately, one day post implant, during follow up check, pacing threshold noted as high, and low r waves observed. The leadless ipg sensitivity was increased, and the device remained in use. Additional follow up check was performed and revealed threshold stabilizing. Approximately, one day later additional device evaluation revealed slightly lower threshold and battery longevity improved. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the physician reported threshold for the leadless ipg has decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.